Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) locking screw of the screen cable clamp was cut in its location during disassembly to replace the twisted cable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1: (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the broken screw pan head ss 4-40 x 5/16 and bracket, frame, lcd lower. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use

Event description:
During the replacement of the twisted cable, the screw of the locking collar was cut in its location during disassembly. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.